Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The involved right ventricular (rv) lead is a non boston scientific product. The patient was further evaluated and boston scientific technical services (ts) noted increased charge times and the device at elective replacement indicator (eri). Reprogramming options were discussed with the health care professional (hcp). No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The involved right ventricular (rv) lead is a non boston scientific product. The patient was further evaluated and boston scientific technical services (ts) noted increased charge times and the device at elective replacement indicator (eri). Reprogramming options were discussed with the health care professional (hcp). No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The involved right ventricular (rv) lead is a non boston scientific product. The patient was further evaluated and boston scientific technical services (ts) noted increased charge times and the device at elective replacement indicator (eri). Reprogramming options were discussed with the health care professional (hcp). Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.